Manufacturer narrative:
The pump was received with intermittent buttons due to corroded keypad traces. No button error alarms were noted. The bolus wizard functioned properly per the bolus wizard sample in the user guide. The pump was received with all operating currents within specification and passed the functional testing. The pump had a cracked case at the display window corners, a cracked display window, a partially broken reservoir tube lip, a cracked belt clip slot, a stained end cap sticker and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of high and low blood glucose readings from the insulin pump. The customer's blood glucose reading was 45 mg/dl. The customer stated that she got up and ate some protein and had high blood glucose readings. The customer stated that she was lying down and felt sweaty. The customer stated that she had tingling ears and had frequent urination. The customer stated that she had not contacted her healthcare provider regarding her high blood glucose readings. The customer also stated that she had a button error while she entered her bolus information into the bolus wizard. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.